Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  The customer determined that the reported cause was due to a faulty external usb data cable, which was connected to the device and likely caused an internal short leading to the reported loss of power.  The cable was replaced from the customer's stock and physio observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.

Event description:
The customer reported that their device lost power during transmission of data from their device.  There was no report that this reported issue occurred during patient use.